Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test or verify battery out limit alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
It was reported that battery compartment was damaged plastic was missing. Blood glucose was 6 mmol/l. The insulin pump will be returned for analysis.